Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was lost to follow-up and had presented due to not feeling well. Interrogation of the device revealed it had reverted to storage mode. An invasive procedure was performed to replace the device. During the procedure difficulty was experienced removing the atrial lead from the device header. The lead was able to be removed from the device header, however the lead body started to separate. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the header was loose and lifted off the case. Medical adhesive was present on the top of the case. All setscrews moved freely and operated appropriately in both directions. Analysis determined the loose header was caused by force used during the explant procedure. Analysis confirmed the battery status was battery expired (bex) at the time of explant and the device had reverted to storage mode.